Event description:
The account alleged a patient fell out of the bed while trying to get out of bed. The account alleged the patient was injured.

Manufacturer narrative:
The technician investigated the alleged incident and the account still had the patient in the bed when the technician attempted to investigate. The account stated that the patient slid out of the bed while the side rails were in the up position. The patient's IV was pulled out. No injuries were reported. The account stated that there was nothing wrong with the bed. The technician was unable to inspect the bed due to the patient being in the bed.